Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump due to the usb cable being unable to insert into the usb port. Customer¿s blood glucose level was 126 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.